Event description:
St jude ra lead pacing impedance variations and a low out of range atrial impedance measurement. Noted atrial lead impedances dipping below 200 ohms suggestive of atrial lead insulation breach. Atrial undersensing resulting in detection issues. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).